Manufacturer narrative:
Additional information: age or date of birth, sex, relevant tests/lab data, other relevant history - mean and mode used. Publication date used for date of event. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Elevated iop and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and edema are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference (B)(4).

Event description:
The following was reported through a review of an article titled fellow-eye comparison between phaco-microhook ab-interno trabeculotomy and phaco-istent trabecular micro-bypass stent. Reportedly, following cataract plus trabecular microbypass stent procedures, there were intraocular pressure (iop) spikes observed in two (2) cases, including four (4) cases of cystoid macular edema (cme) postoperatively. Any omitted information was not available following attempt to obtain additional pertaining information.